Event description:
The reporter, a welch allyn field service engineer, stated that a customer had requested that he verify that their acuity central station was alarming properly.

Manufacturer narrative:
We have not yet completed our investigation.